Event description:
It was reported that the patient's blood glucose was going up and the patient noticed that insulin was pooling at the connector portion of the set. The patient was advised to change the infusion site as soon as possible. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.